Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had a partial display during a low battery alert. The patient changed the battery but the display anomaly continued. The patient's blood glucose at the time of incident is unknown. The insulin pump was not returned for analysis.